Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. Product was returned to zimmer biomet; however, product was evaluated by an external site. Examination of returned device found no evidence of product non-conformance. Root cause of the event was most likely attributed to third party debris, patient anatomy, and/or surgical technique; however, a conclusive determination could not be made. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." Number 10 states, "fretting and crevice corrosion can occur at interfaces between components." Number 21 states, "non-malignant, non-infective soft tissue masses, sometimes referred to as pseudotumors." Under warnings, number 3 states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Number 5 states, "complete preclosure cleaning and removal of bone cement debris, metallic debris and other surgical debris at the implant site is critical to minimise wear of the implant articular surfaces." This report is number 2 of 4 mdrs filed for the same patient (reference 3002806535-2015-00270 & 04115 - 04117).

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2007. Subsequently, a revision procedure was performed on may (B)(6) 2015 due to subluxation and pseudotumor. During the procedure, the modular head, acetabular liner and femoral stem were replaced and an acetabular liner was implanted.